Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 700 mg/dl and treated with the insulin pump and a manual injection; customer's current reading was 175 mg/dl. Customer also reported a hospitalization in 2014 due to high blood glucose readings. The customer reported symptoms of feeling ill. Troubleshooting was performed and did not find any issues with the insulin pump. Customer was sent a tubing clamp to perform the high pressure test. The customer was advised to monitor their symptoms and device. Nothing was replaced or returned for analysis.